Event description:
It was reported that the stent of the herculink plus was dislodged from the balloon upon opening the package. There was no patient involvement and no additional information available.